Event description:
The customer reported difficulties with the quick bolus/wake button on the pump, which was hard to press and required multiple attempts to activate the screen. There was no reported impact on the customer's blood glucose level. Customer pressed the wake button multiple times and the wake button performed as intended. No further information was received regarding the customer's backup therapy.